Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. The associated tracking information indicates samples arrived at the bd facility but it was confirmed that no customer samples were in that package. If the samples are received at a future date, the investigation will be reopened. Bd apologizes for the inconvenience. In lieu of the returned samples, a total of 100 retained samples were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of aug 2025 therefore no additional testing is required. This complaint has not been confirmed for the indicated failure mode poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was gel barrier did not adequately separate in 20 samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was gel barrier did not adequately separate in 20 samples. No adverse impact was reported regarding the patient or user.